Event description:
The customer reported that their central nurse's station (cns) screen went black. No harm or injury was reported. After troubleshooting the issue, it was found that the power brick that powers the elo screen went bad.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that the screen on the central nurse's station (cns) went black. After troubleshooting, it was found that the power brick that powers the elo screen was bad. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Based on the troubleshooting steps reported by the customer, the issue was isolated to the power brick. A possible cause of the display not powering on is hardware failure of the power brick. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to aging or frequency of use can gradually degrade components. The system was installed on (B)(6) 2013. No patient harm was reported. A complaint history review of the customer's account does not reveal trends for similar complaints. The following fields contain no information (ni), as an attempt to obtain the information was made, but not provided: attempt #1 emailed customer via microsoft outlook for all items under the no information section. The customer replied that the requested information was unknown. B4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes.

Event description:
The customer reported that the screen on the central nurse's station (cns) went black. No harm or injury was reported.